Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue after multiple reboots as the system were off upon arrival. Analysis of system log file does not show any errors being that it was an intermittent video issue. Fse checked and reseated the cabling to pc¿s and ethernet switches. Later, the issue reoccurred twice and fse replaced the host pc and flexvision pc on that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.